Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Perforation and death are listed in the dfu for this product as potential post stent placement complications related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was implanted during a colon stenting procedure on (B)(6), 2011. According to the complainant, the patient had an obstruction within the sigmoid colon due to a malignant tumor. The stent was placed successfully without complications. Approximately seven days following the stent placement, a colon perforation was detected by surgical assessment. The patient subsequently expired. The date of death was not provided. The physician's assessment of the cause of the colon perforation and whether the perforation contributed to the patient's death are unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was implanted during a colon stenting procedure on (B)(6) 2011. According to the complainant, the patient had an obstruction within the sigmoid colon due to a malignant tumor. The stent was placed successfully without complications. Approximately seven days following the stent placement, a colon perforation was detected by surgical assessment. The patient subsequently expired. The date of death was not provided. The physician's assessment of the cause of the colon perforation and whether the perforation contributed to the patient's death are unknown. Additional information received since (B)(6) 2011. According to the complainant, the accepted cause of death is perforation and peritonitis with underlying cancer. A post mortem autopsy was not performed.